Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the door cap cover, side wall cover and inner covers were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect covers have not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system door was not opening when prompted by the user. It was reported that the door could be manually opened by the user. The representative reported that a panel of the imaging system made contact with the operating room (or) bed when moving to perform an image acquisition. The site was able to perform the image acquisition but could not open the door after. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.